Manufacturer narrative:
Report date: 13feb2019. Date received by manufacturer: 10jan2019. The customer replaced the flow sensor to address the issue and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of this report: 09may19. Date received by MFR: 07may19. A gas delivery system (gds) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) of the air flow subsystem.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 18jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator fails the air flow test. There was no patient involvement. The event date was not specified; estimate used.